Manufacturer narrative:
Not returned.

Event description:
It was reported that the left ventricular lead exhibited high out of range impedance. The patient was asymptomatic. The alert limit for high impedance was increased. Patient will be monitored through in-clinic follow-up. Patient was stable.